Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 479 mg/dl, which was treated with a bolus delivery and blood glucose elevated to 503 mg/dl. Customer states that when infusion set was change it was not wet with insulin, instead it was dry which made customer believe that insulin was not delivered. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back with tubing clamp and was able to perform high pressure test. Insulin pump passed high pressure test.